Manufacturer narrative:
This report is submitted on march 4, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia (specific date not reported) in order to revise the skin and remove the abutment. The implanted device remains.